Manufacturer narrative:
The customer reported that they will not return the defective unit for evaluation. Therefore, no root cause could be determined. However, pictures of the error log showed bad cal exv (exhalation valve) and bad ID efs (expiratory flow sensor). The technical support recommended replacing the ex flow sensor pcb (printed circuit board) and doing a successful characterization. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that tha avea ventilator alarmed vent inoperable. The issue occurred during patient-use. The patient was bagged and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.